Manufacturer narrative:
H.6. Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint, picture was provided. CT scan was done on leaking sample which was segregated during production. After this scan additional tests were done on spike component and concentricity of lower part of spike component caused molding deficit on one side of component. CAPA#891423 was initiated.

Event description:
It was reported that bd phaseal¿ secondary set c61 leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: customer reported leakage with epirubicin at the spike of the secondary set (on the connection trousse and spike).

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ secondary set c61 leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: customer reported leakage with epirubicin at the spike of the secondary set (on the connection trousse and spike).